Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system has been extracted due to endocarditis. No further patient complications have been reported as a result of this event.